Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a broken femoral stem.

Manufacturer narrative:
Patient was revised to address a broken femoral stem. Examination of the reported fractured stem was not possible as it was not returned. A search of the complaints databases identified no other reports against the provided femoral stem product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays confirms the reported fracture. No patient demographics were made available. No additional investigational inputs were made available. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.